Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib pad short" when the multi-function cable is connected to paddles. Complainant indicated that there was no pt involvement in the reported malfunction.